Event description:
The customer reported to olympus that during preparation for use they experience a periodical error where the foot pedal does not activate the laser. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this complaint could not be confirmed. The complaint was that the pedal footswitch does not pair with the laser, but during testing the footswitch paired with a laser on the first attempt and remained paired throughout the inspection. Both pedals worked as intended. In addition, a visual inspection was performed; no cracks, dents or other abnormalities found. Olympus will continue to monitor field performance for this device.